Manufacturer narrative:
Customer confirmed the device alarmed to indicate the pads needed to be replaced as the pads seal had been breached.

Event description:
It has been reported that the device is failing self-test.